Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high and low blood glucose levels. The customer had high blood glucose of 312 mg/dl at the time of the incident. The customer was at 247 mg/dl at the time of the call. The customer used juice for the lows and manual injections for the highs. The customer experienced high symptoms such as feeling thirsty. The customer was wearing the insulin pump during the incident. The customer stated their insulin pump gives off inaccurate readings. The customer stated the pump was under delivering as it was inconsistent. Troubleshooting was not completed but no issues were found. The customer uses a competitor's sensor system. The reservoir will not be returned for analysis.